Manufacturer narrative:
The device was received at zoll medical corporation and the customer's report was observed upon review of the device logs. However, the report could not be duplicated. The device was put through extensive testing including fast testing without duplicating the report. The report was cleared and did not reoccur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.